Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that there was a hole in the balloon. The stenosed target lesion was in the left arteriovenous fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon could not be inflated and a hole was noted after removal form the vessel. The procedure was completed with another of the same device. No complications reported and patient's status was stable.

Event description:
It was reported that there was a hole in the balloon. The stenosed target lesion was in the left arteriovenous fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon could not be inflated and a hole was noted after removal form the vessel. The procedure was completed with another of the same device. No complications reported and patient's status was stable.